Event description:
It was reported that the implants at tooth sites #2, #4, #8, #12, #20 & #25, #29 and #31 were removed due to becoming loose due to infection. An antibiotic was superscripted on the day of the event. An additional appointment was required following the removal of the implants to graft the implant sites. Symptoms as a result of the event: abscess.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.